Manufacturer narrative:
E1 reporters full name: (B)(6). Investigation summary one photo was shared by customer, where 5 tegos are spread between 3 different plastics bags, no significant damage or anomalies are observed. One (1) used. List # d1000, tego¿ connector was returned for evaluation. As received a torn seal damage and collapsed was confirmed. No additional damage was observed. Complaint can be confirmed. The probable cause of tego cap not holding the tubing and syringe is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue.  The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a tego¿ connector that experienced disconnection during use. It was reported, "tego cap not holding the tubing and syringe. Spontaneous disconnection of the venous circuit. The problem was during dialyse on (B)(6) 2025 after the citrate was removed, the nurse attempted to take a sample for laboratory analysis, but no blood was returned to the tube. The cap was found to be defective and is therefore included in the shipment for evaluation. There was patient involvement and no patient harm.